Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override. A technical support specialist (tss) reviewed an issue related to order processing within the care fusion coordination engine. The tss connected to the system and determined that order processing had been temporarily disconnected. Order transmission resumed after the customer restarted the cloverleaf integration process to apply configuration changes for another interface within the same process. The issue was confirmed to be resolved on the host system side. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all connected stations were placed in critical override. At the time of the report, there were no scheduled maintenance activities or system upgrades being performed by the hospital information technology team. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all connected stations were placed in critical override. At the time of the report, there were no scheduled maintenance activities or system upgrades being performed by the hospital information technology team. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.